Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 200.5040. There was no patient involvement.